Event description:
It was reported the pt underwent surgery on (B)(6) 2014 to relocate the ipg due to discomfort at the original site.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.